Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found a broken pitch down cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed the clevis. Other cables at the wrist were not damaged. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a wire from the pk dissecting forceps instrument was noted to be sticking out at the tip. There was no allegation of harm or injury to a patient. There were no reports of fragment(s) falling into the patient.